Event description:
It was reported that high impedance was found on the patient's vns. The patient's lead was replaced, and it was reported that a break in the lead was observed during surgery. It was reported that the patient had a habit of pulling at the generator site which was suspected to have contributed to the lead break. The explanted device has not been received by the manufacturer to date. No additional or relevant information has been received to date.

Event description:
It was reported that the explanted lead was discarded. No additional or relevant information has been received to date.

Event description:
It was reported through operative notes that during the patients' revision surgery, the lead pin appeared to be in the appropriate position. Generator diagnostics were within normal limits. After pin re-insertion, impedance was still high. After lead replacement impedance was within normal limits. No further relevant information has been received to date.